Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 dissection tip appeared to have debris in it like dust particles embedded within the 1/2 inch of the plastic portion of the tip. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. Internal file number - (B)(4).